Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that multiple no delivery alarms were received and the display is hard to read. The customer also indicated that the batteries need to be replaced more than usual. The customer's blood glucose reading was 90 mg/dl at the time of incident. Customer indicated that they would call back to troubleshoot as they did not have the time to speak.